Manufacturer narrative:
(B)(4) . The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked from the exit site of the patient line during dwell five of five of peritoneal dialysis therapy. The patient was connected at the time of the event. There was no patient injury or medical intervention associated with this event. Additional information was requested, but is not available at this time.